Event description:
The nurse reported a corneal burn. The surgeon suspects a clogged handpiece led to the burn. The nurse stated that at the very beginning of the case, the surgeon requested another handpiece. After the procedure, the surgeon stated that the handpiece was occluded and a severe corneal burn occurred. Additional information from the nurse stated the corneal burn occurred immediately during the sculpt mode of phaco. The handpiece tested fine prior to use. The incision was 2.2mm. There was no occlusion, nor did the occlusion bell sound. The surgeon switched out the handpiece and tip, completed the case, and implanted the iol.

Manufacturer narrative:
The company sales representative did refer the customer to the directions for use (dfu) for the proper cleaning and sterilization of the phaco handpiece. The customer did not request service for the system. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the erci health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11:5426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report was mailed to FDA on: 04/23/2009.